Event description:
The ventilator went vent inop while in use on a patient. The customer reported the ventilator alarmed, and there was no patient harm. Replaced the three station solenoid to correct the problem. The ventilator operated to specs after the service was completed.